Event description:
The user facility reported that a system 1e processor hose had separated causing water to flood the room where it was located and an adjacent storage room. Facility personnel shut off the water supply and cleaned up the water. No injuries, procedural delays/cancellations, or property damage were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#(B)(4)).

Manufacturer narrative:
A steris technician inspected the unit and found the 90 degree factory crimp fitting separated at the outlet side of the big blue filter housing. The steris technician replaced the hose assembly; the unit was tested and returned to service. Investigation of this event is in-process; a follow up report will be submitted when additional information becomes available.